Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Right actuator is faulty.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to invacare canada for evaluation. The result of the evaluation was that the actuator was confirmed to not be working. However, the underlying cause could not be identified.

Event description:
Right actuator is faulty.